Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to an unknown malfunction. Additional document received indicates that this lead was explanted due to infection. There was no further information given on this event. No additional adverse patient effects were reported.